Event description:
It was reported that during the procedure in the distal left anterior descending artery, the 2.0 x 23 mini vision stent system was advanced, but could not cross the lesion. The stent dislodged from the balloon. The stent was successfully snared from the anatomy. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.